Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a family member the patient is deceased. It was also reported device malfunction may have been involved. Additional information for the cause and the circumstances surrounding the death was requested but is not known.